Event description:
It was reported that an ilet user experienced hyperglycemia with a reported blood glucose of 380 mg/dl that persisted for over two hours despite meal announcement, leading to coaching through a complete supply change. Investigation included review of uploaded device reports. Investigation of this case revealed no device malfunction identified during troubleshooting, and glucose improved after replacement of disposable supplies. No symptoms associated with elevated blood glucose reported. Outcomes included restoration of glucose to the target range later the same day without hospitalization. It was concluded that the cause of the hyperglycemia was unclear and that the device functioned as intended following supply replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.